Manufacturer narrative:
(B)(6) .

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported by the patient that infusions set fell off at the time of swimming, tape not sticking. No further information was available.